Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the manufacturing records was conducted by the device manufacturer. There were no deviations or nonconformance during manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A f/u MDR will be submitted following the plant's eval.

Event description:
A peritoneal dialysis (pd) pt's caregiver reported finding a fluid leak following the pt's treatment. The cycler alarmed for air detected in the cassette. When treatment was complete the caregiver was removing the cassette when a fluid leak was discovered. The pt caregiver contacted the pt's pd nurse. The set was discarded. During f/u, the pt's caregiver reported the pt's effluent remained clear. No antibiotics were prescribed.